Event description:
The customer reported an access 2 immunoassay system generated nonreproducible troponin I (accutni+3) results. The laboratory technician questioned several elevated accutni+3 results. The samples were recentrifuged, aliquoted into cups, and repeated on the same instrument; the accutni+3 results were erratic. The customer stated the samples were sent to an alternate facility for testing; an alternate methodology generated negative troponin I results. The elevated results were not reported out of the laboratory and there was no impact to patient treatment in connection with this event. The customer supplied results for seven (7) patients generated on two (2) days. This MDR reports the results generated on (B)(6) 2014 for seven (7) patients. The patient samples were lithium heparin and were centrifuged for five (5) minutes at 4500 rpm. The customer stated that one sample had particulate matter and was slightly lipemic, but stated there were no sample integrity issues with the other samples. Quality control (qc) results were within the laboratory's established ranges prior to the event. Accutni+3 calibration had passed on (B)(4) 2014 and system check had passed on (B)(4)2014.

Manufacturer narrative:
The customer did not provide patients' age, date of birth, gender, or weight. Beckman coulter (bec) customer technical support (cts) advised the customer to perform a system check to verify instrument performance; the customer performed several failing system checks. The customer noted wash valve/pump motion errors. A bec field service engineer (fse) was dispatched to the site. The fse cleaned the peri-pump tubing rollers as well as replaced the peri-pump tubing, aspirate probes and main pipettor probe. The fse removed and cleaned the precision pump and wash pump valves. The fse replaced the wash pump stator and rotor. The fse verified alignments, adjusted the mixer speed and adjusted the transducer voltage. A system check was then performed, which failed the substrate and unwashed portions. The fse removed and cleaned the precision pump rotor, stator and seals. Afterwards, the fse performed a passing system check and passing 5 replicate qc run. Service activity performed was verified to meet the specified requirements per established procedures. All mdrs associated with this event: 2122870-2015-00867; 2122870-2015-00871.